Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring proximately 0.190 x 0.552 was not returned with the instrument. The instrument was also found to have a broken grip cable and broken pitch cable at the distal end. The distal idler pulley spun freely and did no exhibit any damage. The root cause of broken - distal instrument grip cables is attributed to a component failure. Pitch cable breakage occupied when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The instrument was found to have mechanical indentations on the proximal clevis and the distal clevis, which was not reported by the customer. Root cause of these failures is typically attributed to the misuse/mishandling.

Event description:
An out of box issue with the tip-up fenestrated grasper instrument was reported. The customer found the whole tip of the instrument was broken. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter; however, the customer could not provide any additional information.